Event description:
Caller reported that an insulin gauge displayed an amount different from what was expected, showing 55 units instead of the expected 285 units. There was no adverse impact to the customer's blood glucose level. The customer did not replace or reload the cartridge at that time and was informed to call back for troubleshooting assistance if the issue recurred.